Event description:
This event was reported as peri-prosthetic valvular leak, 3+ aortic insufficiency and congestive heart failure with a leak around commissure and a diastolic murmur. No further information was provided.